Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in performing a pump reset, and the sensor session was successfully started without further errors.